Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The evaluation revealed that the anchor is broken and the proximal portion of the anchor is lodged in the distal tip of the driver with the sutures still attached to it. Complainant's event typically caused by over-insertion, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after drilling the pre-hole, the anchor bent and broke at the level of the suture. Medium bone quality. Tunnel prepared with 2mm drill, anchor broke during tightening phase. Fragments left inside patient, but secured. Procedure completed successfully.